Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. During trans-septal (tsp) crossing, the patient experienced st segment elevation. The patient stabilized without intervention. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) was deployed. After deployment, the patient experienced st segment elevation and went into cardiac arrest. Epinephrine was administered and cardiopulmonary resuscitation was performed. The patient stabilized. The watchman flx implant was assessed for position, anchor, size, and seal (pass) criteria and was released from the core wire. The patient is reported to be doing well and was discharged the next day.